Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 after experiencing inappropriate shocks on their implantable cardioverter defibrillator in response to a supraventricular tachycardia episode. It was noted that the atrial activity on the device was falling into the blanking period. Programming changes were made on (B)(6) 2021 during the same in-clinic follow up. The patient was stable throughout.